Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular maintenance, the cs300 intra-aortic balloon pump (iabp) display shows only unreadable clusters. There was no patient involved in the incident, and there were no injuries.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) reported that they sent the customer a quote for the repair, but the quote was rejected. The unit is not currently functional. If additional information is received a supplemental report will be submitted.

Event description:
N/a.